Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, especially at the end of anastomosis and when the team was testing the final bladder leakage, the surgeon noticed that the bipolar maryland forceps (bmf) was not grasping well. On inspection, the surgeon observed cable breakage in the instrument. The instrument life at time of breakage was 14%. Since the procedure was already in its final step and only the leakage check remained, the surgeon decided not to replace the instrument and continued without performing any troubleshooting, and the procedure was completed. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and provided images. Three images were received for evaluation. One image depicted an operating room team interactive (orti) screen where a bipolar maryland forceps can be seen grasping a suture. Two images depicted the distal end of a bipolar maryland forceps where fraying can be seen on the drive cable. Evaluation of the logs indicated that the bipolar maryland forceps was connected to arm cart assembly 2 and used for approximately one hundred and thirty minutes without triggering any alarm. No instrument errors were observed in the logs. The state of the cable cannot be tracked in the logs. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. The jaws were misaligned and a drive cable was fraying. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. Despite the observed fraying and misalignment, the jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the bipolar maryland forceps was read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause of the observed damage was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. Replication of the frayed cable can occur from a deficiency in the cable design or from high forces exerted on the instrument. For the grasping issue, the user manual states "always select the appropriate instrument for the surgical task (e.g. Grasping tissue). The system closes the jaws of different instruments with different amounts of force, depending on the intended function of that instrument. For example, the needle drivers close with more force than forceps, in order to reliably grasp the needle.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, especially at the end of anastomosis and when the team was testing the final bladder leakage, the surgeon noticed that the bipolar maryland forceps (bmf) was not grasping well. On inspection, the surgeon observed cable breakage in the instrument. The instrument life at time of breakage was 14%. Since the procedure was already in its final step and only the leakage check remained, the surgeon decided not to replace the instrument and continued without performing any troubleshooting, and the procedure was completed. There was no patient injury.